Manufacturer narrative:
The reported event of device reset was confirmed. The reset was due to a power on reset (por) on (B)(6) 2010 during high voltage charging. After clearing the reset condition, the device's functionality was tested both manually on the bench and on the automated electrical testing system. The device met all product specifications and no anomaly was found. It is believed the por is due to the rv lead insulation damage observed at explant. .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The patient presented to the ER after receiving inappropriate shocks. Upon interrogation, the device was in back up vvi mode. The device was explanted; the lead was capped, as insulation damage was observed.